Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data showed alarms related to battery use and evidence of short battery life. A visual inspection of the pump showed that the battery compartment was cracked and the battery compartment threads were damaged. Evidence of moisture contamination was observed in the battery compartment. The returned battery cap was unable to fully tighten on to the pump; however, the pump was able to power on with the returned cap. The pump failed a leak test at the battery compartment crack. The pump¿s current draws were found to be out of specifications. The pump cover was opened and further moisture damage was observed in the pump; causing the issue with the current draws.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a short battery life issue. The reporter noted that the battery compartment was damaged and that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.